Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the aab00 intraocular lens (iol) was deployed with the haptics sticking to the optic of lens briefly during implantation. Information was received by the surgeon during a site visit by company representatives. The surgeon was upset with the unfolding performance and mentioned that approximately 35 seconds and 10 seconds were required to unfold the lens. This is below the specification limit of 60 seconds per amo manufacturing specification but, was slower than the surgeon wanted the lens to unfold. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted. The customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.